Event description:
The hexlobe driver tip was broken off from the shaft. According to the complaintant, the tip broke when the surgeon was trying to re-position the cross connector. The tip remains in the set screw. There were no other adverse consequences to the patient.